Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the customer reported complaint was confirmed and replicated. The reported issue was not able to be confirmed using system error logs. Only a single m-32 error found. Inspection during failure analysis process was able to replicate the reported event; unit was tested on system and presented u-02 error on startup and prevented full initialization of the erbe. C-00 errors were found in erbe logs. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, customer encountered a reoccurring issue. The procedure was completing as planned with no reported injury.